Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification, for one patient involving access 2 immunoassay system. Additional testing with a second sample recovered a higher result. The sample was retested and recovered a lower result within the risk stratification. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and replaced seals on the wash pump and precision pumps. The fse adjusted ultrasonic transducer voltage from 230vac to 197vac. The transducer's ultrasonics function within the reagent packs properly. The fse performed system checks, service assays and troponin I precision test passed successfully. The fse verified system performance. The unit conformed to the manufacturer's published performance specifications. The customer noted system checks and quality control were within specifications during the event. The customer stated when the laboratory experiences an erroneous result, patient samples are not retested back to the last passing quality control; the laboratory does not subsequently run quality control once it has been determined there is an erroneous result. This medwatch report is related to MDR 2122870-2012-00437.